Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8216-70 serial #: (B)(4) description: artisan surgical lead, 70cm. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient developed infection at the ipg site. The symptoms was wound dehiscence. The patient was treated with antibiotic. The physician believed that the infection could be device related. The patient underwent a revision procedure wherein the entire system was replaced. No device malfunction was suspected.